Event description:
The user facility reported that while removing the run-through wire, the wire became caught and would not move. After attempting to remove the wire, it separated from the distal jacket, unwound from the main housing, and detached from one of the weld points. The procedure being performed was a chronic total occlusion (cto). The reported event did not result in patient injury or require medical or surgical intervention. Additional information received on 29 may 2025: terumo medical received FDA medwatch report # (B)(4). The event description states that while removing the run-through wire, it became caught and would not move. After attempting to remove the wire, it separated from the distal jacket and unwound from the main wire housing. After several attempts to remove the broken wire, a piece was left in the body. The original intended procedure was a complex pci (percutaneous coronary intervention) with right radial access. The device did not perform as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section b4 as the date on the intial report was incorrect. The correct date should have been june 04, 2025.